Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The battery compartment was found to have cracked from the threads to the grip pad and corrosion was observed in the compartment. The reported casing issue with moisture ingress was verified in the investigation. The pump failed to power up and the evaluation was unable to complete the remaining testing. A leak test showed a leak at the battery compartment crack. Pump casing was opened and no additional evidence of moisture was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was observed in the battery compartment with no damage to the pump noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.